Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a (B)(6) patient's electrode belt for an unrelated reason, a reportable malfunction was found.